Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that a pt's lp strata valve changed performance levels several times. According to the report, it was discovered during revision of the shunt that the proximal catheter had disconnected from the valve. The proximal catheter had migrated towards the pt's spinal cord.